Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that two dextrus leads have high outputs which depleted the battery. High threshold was noted on this rv lead since implant. The device was explanted due to premature battery depletion. There is no mention of intervention. The lead remains implanted. Should additional information become available this file will be updated.